Manufacturer narrative:
Continuation of d10: product ID 977a160, lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead, product ID 977a160, lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that both leads were explanted and replaced because they broke.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a160 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2023 the patient (pt) needed surgery because the lead broke and ended up wrapping around their spinal cord. The lead had to be taken out of the spine and ended up being replaced. No symptoms reported.